Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018 that the keypad of the insulin pump was unresponsive. Customer also reported issues with battery longevity, scratches on the screen, and random no delivery alarms. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.